Event description:
Hold na 9/5.as for the incident vents and the time of their events. In each case, the patient was being transferred either from their room to a procedure or from procedure to room. Each patient was bagged until they could be placed on another vent and I have not been informed of any other patient injury. #4 g5 (B)(6) - (B)(6) 2021 - it was called in to us at 1:55 pm, so happened sometime that day before that time. #9 g5 (B)(6) - (B)(6) 2021 - unfortunately, this one got brought down the afternoon I left for OEM equipment training and once I was able to start testing it, these others came down. In this case, the event occurred at 1:05 pm according to our records. #11 g5 (B)(6) - (B)(6) 2021 - were still waiting on the official report, but my initial report has this coming down between 2-3 pm this past monday. In speaking with the tech, they brought it straight here and my check of the logs confirms that. As a note, I went back and was able to confirm the failures via logs and in our own bench testing as you will see in the files. I will forward emails with event logs. I heve requested screen shots of the service software test 15 internal battery.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be improper device maintenance and insufficient pre-operational check. The event maybe occurred due to an increased internal resistance of the battery. The increased internal resistance of the battery could be attributed to the age of the battery, temperature differences and inconsistent charging. In consequence (correction) the internal battery of the hamilton-g5 has been exchanged. The technical service manager of hamilton medical UK was instructed to make the hospital aware to verify the battery function and to make sure that all hamilton-g5/s1 users are doing this test in the future on a regular base. There was no patient or user harm.